Event description:
It was reported that the intraocular lens (iol) had sticky haptics, sticking to the edge of the optics or at the back of the iol. No patient injury was reported and the lens was implanted successfully. No further information was provided.

Manufacturer narrative:
A review of the manufacturing records was performed. No deviation or non-conformance reports (ncr) related to the complaint were generated during the manufacturing process for the lens. All process operations presented in the manufacturing record from product generation to product boxing were in compliance with manufacturing instructions specifications. All tests results showed a pass condition. The documentation showed that the lens was manufactured according to specifications. A review of the raw material/manufacturing procedures was done during the period when the lens was manufactured and did not show any changes that were related to the reported complaint. The lens met all manufacturing specifications prior to release. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
Age/date of birth: unknown. Gender/sex: unknown. Date of event: unknown. If implanted, give date: unknown. If explanted, give date: na (not applicable) the lens remains implanted. (B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.